Event description:
It was reported that, "when ligating a clip with the applier during a surgery, the jaws got broken. As a result, the pivot pin became loose and the jaws were bent. Therefore, the applier was replaced with a new one to complete the surgery. No patient injury occurred. The user saw what appeared to be the piece of the broken pivot pin visually and by x-ray in the abdominal cavity during the surgery. After closing the surgical incision, the user found what appeared to be the shadow of the broken piece by CT. However, he/she was not sure if it was the piece of the broken pin. No surgical excision had been done". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). .

Event description:
It was reported that, "when ligating a clip with the applier during a surgery, the jaws got broken. As a result, the pivot pin became loose and the jaws were bent. Therefore, the applier was replaced with a new one to complete the surgery. No patient injury occurred. The user saw what appeared to be the piece of the broken pivot pin visually and by x-ray in the abdominal cavity during the surgery. After closing the surgical incision, the user found what appeared to be the shadow of the broken piece by CT. However, he/she was not sure if it was the piece of the broken pin. No surgical excision had been done". The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "after evaluation with subject matter expert and a microscope, the pin is still connected to the part and no pieces or parts of the instrument are missing per pictures attached. The part is bent due to misuse of the part at end user. Picture(s) attached of the assembly of the instrument, showed that two parts were bent making the pin loose. Based on this investigation, we feel that the failure is unrelated to the manufacturing and/or processing steps that occurred at tecomet kenosha." Teleflex will continue to monitor and trend for reports of this nature.